Event description:
The reservoir was removed from the patient and replaced due to right side herniation and prosthesis collapsed in october, 1994, day not provided. Unable to obtain additional information.